Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a non-ischemic ventricular tachycardia ablation and the patient experienced cardiac arrest / ventricular fibrillation that required medication, cardiopulmonary resuscitation (CPR), defibrillation, impella placement. The patient ultimately passed away. The right atrium was mapped with optrell. Transseptal was done with a heartspan needle and large curl vizigo. They were about to map the left ventricle, but patient experienced a vagal response and went into bradycardia. The webster coronary sinus (cs) catheter pacing did not capture. Placing the webster cs in the right ventricle did not capture. Anesthesia noticed that the patient was not perfusing. Patient was noted to be in ventricular tachycardia (vt). The physician noticed the heart was not beating on intracardiac echocardiography (ice). All catheters were pulled out of the body and a code was called, CPR was performed for about an hour. While coding, the patient was in and out of ventricular fibrillation, many shocks were given. The patient was given amiodarone, lidocaine and epinephrine without resolution. An impella rp flex was placed and normal sinus rhythm / pacing through the device restored. Fresh frozen plasma (ffp) and four (4) units of blood were given to the patient. Protamine (100) was given to the patient. A swan catheter was attempted to be placed; however, the patient went back into ventricular fibrillation and CPR was performed. The patient was shocked multiple times. Normal sinus rhythm restored and dobutamine was given. Long sheaths were exchanged for short sheaths. Additional dobutamine was given. The physician spoke with the patient's family and the patient was pronounced dead. It was noted that the thermocool® smart touch® sf (stsf) catheter never entered the patient¿s body. Only the mapping/diagnostic catheters were used in the procedure before the adverse event occurred. The physician's opinion on the cause of the adverse event was patient condition. It is believed that the patient has a rare genetic abnormality causing them to have catecholaminergic polymorphic vt. This event is being conservatively reported under the optrell mapping catheter as that was the catheter used for mapping right before the event occurred, no ablation had occurred.